Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced low blood glucose while driving and had a car accident. The patient was driving to get a coke cola, lost consciousness, and had an accident. The customer was wearing the insulin pump during the incident. The patient's blood glucose at the time of incident was 30 mg/dl. The customer was taken to the emergency room (ER) and treated with glucose; the caller did not remember how the glucose was administered. Troubleshooting was initiated for the low blood glucose. No insulin pump or infusion set anomalies were noted. The insulin pump was not returned for analysis.